Event description:
Device 2 of 2. Reference MFR report #1627487-2014-01258. It was reported the patient experienced ineffective therapy after being involved in a motor vehicle accident one year ago. Reportedly, the patient programmer was auto-reducing. Diagnostic testing identified multiple contacts with invalid impedances. Reprogramming was unsuccessful. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.